Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula from the infusion set. The customer's blood glucose level during the incident was 486 mg/dl. Troubleshooting was performed for the bent cannula. The customer was recommended site locations. The customer stated that it was a past issue. The customer will return the set for analysis. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.